Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited downstream occlusion. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with damage sensor nub. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional checked were performed. The customer's reported problem was confirmed regarding "down stream occlusion" issue due to damage the sensor nub. According to the investigation, the pump was found displaying "1720" error code on power up when batteries were inserted during the investigation. Further investigation, found broken back-up capacitor, broken optical switch and missing upper back label. The pump downstream occlusion sensor with back-up capacitor and optical switch will be replaced. The problem source of the reported problem is user unknown.